Event description:
Complainant alleged that while attempting to monitor a 79-year-old female patient, the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the device was powered on in manual defib mode. The user analyzed the patient's heart rhythm twelve times with the device advising a shock on one instance. Unlike AED mode, the user must manually charge and discharge the device in manual defib mode after a shockable rhythm is detected. Our investigation concluded the device operated as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.